Manufacturer narrative:
Suspect device received on aug 10, 2023 device evaluation completed on aug 15 , 2023: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leaks testing, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 455cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the anterior view, measuring approximately 0.3 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have being damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 455cc silicone prosthesis experienced right- sided rupture intraoperatively. The report stated that the implant broke during surgery and gel was visible. As a result another device with cat: 3505480bc, sn: (B)(6) was used and surgery was completed. No adverse event or patient consequences reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).